Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to moisture damage on keypad traces. Moisture damage noted on electronic assembly. The insulin pump was received with a missing endcap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. It was stated the insulin pump was wet. The insulin pump will be returned for analysis.